Event description:
A report was received that a patient was experiencing swelling at the lead incision site. The physician suspected the patient may be at risk for infection and prescribed the patient oral antibiotics, performed a wound debridement and left the midline incision open. The patient's infection became worse and the patient was admitted to the hospital, treated with IV antibiotics and her precision system was explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for further analysis.